Manufacturer narrative:
The device was not available for investigation; however, a photo was returned for evaluation. Visual inspection was performed, and the problem was not confirmed. Functional testing could not be performed. Evaluation of the issue through the photograph provided did not allow to identify the source of the leakage nor to determine the probable root cause. No further actions were taken. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the catheter leaked at the joint of catheter and hub. The patient felt pain. There was patient involvement.